Event description:
It was reported an 80 yo female patient, initial right knee implanted on (B)(6) 2019, underwent a revision on (B)(6) 2022, approximately 3 years 8 months post the initial procedure. The full knee was revised. Loosening of femur due to significant poly wear (patella and tibia) were indicated. The patient was last known to be in stable condition following the event. No devices returning as they were disposed of by the hospital.

Manufacturer narrative:
Concomitant medical products: 2822789, 02-010-03-0335, logic cr femoral cem, right, sz 3.5, 323871, 203-96-40, (11-3661) stryker sys 6 90x25x1.27, 332364, 203-96-42, (11-3671) stryker sys 6 90x13/21x1.19, 5279765, 201-78-15, holding pin mini sharp point 4 pk, 5284137, 201-78-81, 3 trocar, mod. Hex 2pk, 5284161, 201-78-81, 3 trocar, mod. Hex 2pk, 5284175, 201-78-81, 3 trocar, mod. Hex 2pk, 5404146, 02-012-45-3535, lgc tibial fit tray cem sz 3.5f / 3.5t, 6038382, 200-02-41, three peg patella 41mm, s010942, 521-78-36, threaded pin size 5.1 collarless, s018337, 521-78-23 , threaded pin size 2.3 collared, s018357, 521-78-23, threaded pin size 2.3 collared. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
D10: concomitants: 02-010-04-0340 - logic cr femoral por, right, sz 4, (B)(6). 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, (B)(6). 200-02-41 - three peg patella 41mm (B)(6), b5, d4, d6a, d10, h4.

Event description:
Initial right knee implanted on (B)(6), 2018, underwent a revision on (B)(6), 2022, approximately 4 years 8 months post the initial procedure.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: the revision reported was likely the result of femoral loosening and prosthesis wear of the tibial insert and patella component. The wear may have been due to a combination of third body wear, positioning of the components, and/or patient related conditions. The reported loosening may have been due to an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the femoral component. However, this cannot be confirmed because the components were not returned for evaluation and radiographs were not provided. It is unclear if the reported loosening may have contributed to the wear or if the wear may have contributed to the reported loosening.